Event description:
Brake failure. Casters rolled at 35# of force. Brake holding spec is 50#. Bed had recall brake kit installed 9/2008.====================== health professional's impression======================failure of the recall brake kit.====================== manufacturer response for med/surg bed, stryker======================service rep will be sent to repair brakes